Manufacturer narrative:
The samples were discarded. All available information has been forwarded to our MFR in another country, for further analysis.

Event description:
During a three level, anterior cervical diskectomy and fusion, two distraction pins broke off inside the vertebral body upon removal at c3 and c4. Left distal portion inside vertebral body c3-4 due to any attempt of removal remaining pins would prevent the ability to fuse the vertebrae. Surgery was prolonged less than five minutes.